Event description:
It was reported by the nurse that the pt had been implanted with a cardiac pacemaker. It was not known if the cardiac issues were unrelated to vns, but the site inquired into how to check the vns following his surgery. Attempts for further info have been unsuccessful to date.